Manufacturer narrative:
Product analysis: at analysis it was determined that the ventricle heart cable returned with the external pulse generator (epg) failed the continuity test and had a broken wheel. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and the ventricular cable subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.